Event description:
8/18/94-4:50 pm the rn on duty saw resident turn self from left side to right side with chest restraint in place. She was confused. 4:55 pm nursing assistant saw the resident lying on her right side in bed. 5:00 pm nursing assistant found resident with her feet and knees on the floor and her body between the divided rails of the bed. The chest restraint was still im place and correctly applied. She was facing away from the bed with her head through the end of the top siderail opening. The nursing assistant checked for a pulse and ran for the nurse. The resident was released from the bed and laid on the floor. The rn could find no respirations or pulse. The coroner and attending physician were notified at 5:10 pm and 5:15 pm respectively. By 5:20 pm the coroner was here checking the resident. 6:10 pm the body was released to the funeral home.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-94. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.